Manufacturer narrative:
H6: additional health effect clinical code. H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn.¿ previous patient codes (1690, 1930) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2005 through (B)(6) 2018 and not all records received in this time span are relevant to the two gore-tex® soft tissue patch devices. Medical records from (B)(6) 2007 through (B)(6) 2018 were not provided. Patient information: medical history: obesity: (B)(6) 2005: 196 lbs., bmi 38.3, (B)(6) 2018: 182 lbs., bmi 35.6, (B)(6) 2018: 166 lbs., bmi 32.42. Diabetes mellitus, type 2 gastroesophageal reflux disease [gerd] (B)(6) 2018: sepsis due to complex abdominal wall abscess (B)(6) 2018: intra-abdominal abscess surgical procedures: 1994: total abdominal hysterectomy with bilateral salpingo-oophorectomy [tahbso] (B)(6) 2005: left periaortic mass. Exploratory laparotomy with resection of mass. (B)(6) 2005: repair of incisional hernias with gore-tex patch x2. [Implant #1: gore-tex® soft tissue patch, (incisional); implant #2: gore-tex® soft tissue patch, (abdominal)] (B)(6) 2005: repair of incisional hernia with marlex mesh (defect size approximately 20 x 15). Implant: marlex mesh. (B)(6) 2006: repair of chronically incarcerated recurrent ventral hernia with bard composix kugel mesh/large. Implants: mesh comp kugel and vicryl knitted mesh. (B)(6) 2007: exploration of anterior abdominal wall with removal of old gortex mesh at umbilicus. (B)(6) 2018: laparotomy with extensive adhesiolysis and removal of infected old ventral hernia mesh, small-bowel resection with primary anastomosis, primary closure of the abdomen with utilization of interrupted full-thickness en block retention sutures (B)(6) 2018: CT abscess/fluid drainage. Placement of a 10 french apd catheter within a large intra-abdominal fluid collection anteriorly. Relevant medical information: (B)(6) 2005: exploratory laparotomy with resection of mass. Procedure: ¿...entered through a midline incision. The mass was palpable in the retroperitoneum. There were no other palpable nodes noted or any other abnormalities. The mass was unable to resected [sic] and essential shelled out without any attachment to surrounding structures. Following this hemostasis was obtained and the abdomen was irrigated and closed with running looped pds and the subcutaneous stitch was irrigated and the skin taped shut.¿ implant #1 and #2 preoperative complaints: (B)(6) 2005: pre-operative diagnosis: ¿incisional hernias x2.¿ implant #1 and #2 procedure: repair of incisional hernias with gore-tex patch x2. [Implant #1: gore-tex® soft tissue patch, 1405010010/03436600, 5cm x 10cm x 1mm thick (incisional); implant #2: gore-tex® soft tissue patch, 1405010010/03637273, 5cm x 10cm x 1mm thick (abdominal)] implant #1 and #2 date: (B)(6) 2005. Wound classification: not provided. Description of hernia being treated: ¿both hernia sites were cut down on. The patient had extremely attenuated fascia in each case. The hernia sacs were opened, and fascial rims were defined.¿ implant size and fixation: ¿following this, a gore patch was sewn in using multiple #1 prolene sutures. Once this was done, the sutures were pulled up and tied down. The wound was irrigated with antibiotic-containing saline. There were no defects noted along the suture lines. The subcutaneous tissues were approximated with running 3-0 vicryl and the skin closed with a running 3-0 nylon.¿ relevant medical information: (B)(6) 2005: implant #3 [non-gore product]. Repair of incisional hernia with marlex mesh (defect size approximately 20 x 15). [Implant: marlex mesh] procedure: ¿the patient¿s previous incision was opened and two distinct large hernial defects were cut down on. These were divided by a strand of fascia which was divided. Following this, the hernial contents were reduced into the abdomen and the fascial edges dissected out over the 360 degrees of the wound. Mesh was then brought onto the field and sewn into place with multiple #1 prolene horizontal mattress sutures in an underlay fashion. Following tying these down, there were no palpable defects along the suture line. The wound was irrigated. The subcutaneous tissues were closed in layers and the skin stapled shut.¿ (B)(6) 2006: implant #4 and #5 [non-gore products]. Repair of chronically incarcerated recurrent ventral hernia with bard composix kugel mesh/large. [Implant: bard composix kugel mesh and vicryl knitted mesh] preoperative diagnosis: ¿chronically incarcerated recurrent upper abdominal midline ventral hernia.¿ procedure: ¿... A midline skin incision was opened down through the prior skin incision and dissection was carried down through the skin and subcutaneous tissues in sharp fashion. Several hernia sacs were encountered. There were multiple button hole defects noted along the length of the fascial incision. There was also adherent mesh from prior herniorrhaphies. Some of this mesh was redundant and folded over on itself, attaching itself to the bowel. The mesh was removed where possible and within several locations. We did leave short segments of mesh attached to the bowel to avoid enterotomy complicating her herniorrhaphy . All adhesions in this area were taken down sharply. The peritoneal surface of the anterior abdominal wall was freed of the adhesions. This was quite tedious and took a great amount of time. With the adhesions taken down from the anterior abdominal wall and the small bowel freed from the adhesions as well, the bowel was run for the length involved and no enterotomies or seromal [sic] tears were noted. We were quite fortunate not have any of these occur. The abdomen was then copiously irrigated with antibiotic irrigation. The irrigant effluent was clear. Again, there was no evidence of bowel injury etc. At this point, vicryl mesh was soaked in the antibiotic irrigation and was placed over the small bowel. We then prepared the large kugel composix mesh soaking it in antibiotic irrigation as well. It was then placed within the abdominal cavity such that it was not folded or kinked on itself. We secured it in four quadrants with #1 prolene through and through sutures. This was to the inner lip of marlex mesh. We then secured it in addition to this with the endotax device, securing inner lip of marlex mesh to the anterior abdominal wall. This was done circumferentially. The wound was then irrigated copiously with antibiotic irrigation. The irrigant effluent was clear. Hemostasis remained satisfactory and the fascia and mesh remaining was then approximated with #1 double stranded maxon suture, one from above and one from below. There was a potential space left within the subcutaneous tissue, where the prior chronically incarcerated hernia sac was noted. This was then drained through a separate stab wound incision, exiting a tls drain. The subcutaneous tissue was then approximated in two layers of running 3-0 vicryl sutures and skin approximated with staples.¿ explant #1 and #2 preoperative complaints: (B)(6) 2007: indications: ¿this 54-year-old obese white female was approximately one-year status post repair of recurrent ventral hernia. She had undergone several prior repairs utilizing gortex [sic] mesh which had failed. She underwent repair of this hernia with a composix mesh. This was placed in the properitoneal position and secured with excellent overlap of mesh with surrounding viable muscle tissue. At that time she had markedly attenuated midline fascia. She had done well until approximately the past month or so when she developed symptoms of upper abdominal bulge. She underwent a CT scan on an outpatient basis which revealed a 'large ventral hernia extending from the subcostal margin down the umbilicus.¿ on the CT scan it was difficult to say whether this represented a true recurrence or whether this was simply just attenuated mesh. In light of her symptoms, the bulge, etc, we discussed the option of exploration and potential repair of the recurrent hernia if found. We discussed the procedure and risks at length. All questions answered and she wished to proceed.¿ explant #1 and #2 procedure: exploration of anterior abdominal wall with removal of old gortex mesh at umbilicus. Explant #1 and #2 date: (B)(6) 2007. Wound classification: not provided. Procedure: ¿the old incision was opened up in the midline and dissection carried down through the skin and subcutaneous tissues in usual sterile fashion. There was really no fascia remaining in the midline covering the mesh. This had become attenuated with time and was quite thin. The old prolene sutures present here had separated. Beneath this was the old mesh. It was well seated in the surrounding tissues. I identified a fascial edge superiorly and mobilized this on both sides of the incision. The mesh was then tacked completely. There was no evidence of recurrence of the hernia in the midline. We dissected all the way up to the subxiphoid position as well as well below the umbilicus. There was no evidence of recurrent hernia that I could identify in any aspect of the incision. As noted above, the mesh was well seated. There was no evidence of infection. The mesh in the midline did have several ripples present consistent with some attenuation but there was no evidence of recurrent hernia, etc. With this being the case, the wound was irrigated copiously with antibiotic irrigation. As the potential space will be fairly generous and the mesh was well seated into the surrounding tissue I went ahead and left the 10 flat jp [jackson-pratt] drain in the subcutaneous plane and approximated the remaining fascia in the midline as much as possible with interrupted #1 vicryl sutures. This appeared to buttress the mesh nicely. The subcutaneous tissues was then irrigated with antibiotic irrigation and the skin was then approximated with staples.¿ (B)(6) 2007: specimens: ¿old mesh (gortex) at umbilicus .¿ (B)(6) 2007: pathology report: tissue: ¿old mesh.¿ gross description: ¿submitted is one fragment of off-white/pink firm tissue interspersed with suture-like material measuring 2.5 x 2.8 x 2.0 cm. The tissue appears to surround an off-white plastic-like material. ¿ final diagnosis: ¿soft tissue of anterior abdominal wall, removal: fragments of fibrovascular and fibroconnective tissue with mild chronic inflammation. Mesh as described .¿ conclusion: #2: gore-tex® soft tissue patch, 03637273. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. H6: updated results code 2 for sterilization evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: please see the attached file for further information regarding the information ascertained in the medical records received on 08/30/19. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2005: (B)(6) memorial hospital. Implant information. Incisional: gortex soft tissue patch. Ref 1405010010 (5 x 10 cm). Lot# 0343660. Abdominal: gortex soft tissue patch (5 x 10 cm). Ref 1405010010. Lot# 03637273. Ht. 5¿0, wt. 196. The records confirm a gore-tex® soft-tissue patch (1405010010/0343660) [incisional] and a gore-tex® soft-tissue patch (1405010010/03637273) [abdominal] were implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore-tex® soft tissue patch use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete address is (B)(6). It should be noted that the unknown gore device instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the unknown gore device instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2005 whereby an unknown gore device was implanted. The complaint alleges that on (B)(6) 2018 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, abscess, small bowel resection, mesh removal, and additional surgery. Additional event specific information was not provided.